Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via telephone call that the customer was hospitalized due to high blood glucose. The blood glucose reading was 600 mg/dl. The customer was vomiting and thirsty and had diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the event and was treated overnight at the hospital. The spouse needed to change the battery and was advised that the battery could be changed without the settings being deleted. The customer was not with the spouse and unable to troubleshoot at the time of the call. The spouse reported that they would call when the customer was out of the hospital.